Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2017-02349, reference MFR. Report#: 1627487-2017-02351. It was reported the patient has been experiencing intermittent stimulation. An impedance check revealed low impedance. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2017-02349; reference MFR. Report#: 1627487-2017-02351; reference MFR. Report#: 1627487-2017-02476; reference MFR. Report#: 1627487-2017-02477.

Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2017-02349, reference MFR. Report#: 1627487-2017-02351, reference MFR. Report#: 1627487-2017-02476, reference MFR. Report#: 1627487-2017-02477. Follow-up revealed surgical intervention resolved the patient's issue.

Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2017-02349; reference MFR. Report#: 1627487-2017-02351; reference MFR. Report#: 1627487-2017-02476; reference MFR. Report#: 1627487-2017-02477. Follow-up revealed the patient's scs system was explanted and replaced. Note: upon further review it was determined reports related to the patient's extensions will be submitted.